Manufacturer narrative:
A customer reported that their AED will not power on. The customer used another battery, and a service code was reported. The customer stated that they used to perform battery pack self-test as part of their routine maintenance. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on and is prompting an error code of "AED error or warning". The customer used another battery, and the same service code reappeared. They reported that this did not occur during patient use.